Event description:
It was reported that a user experienced hyperglycemia with a fingerstick blood glucose of 306 mg/dl while connecting a dexcom sensor and after several hours without cgm data, with an expired infusion set and a recent meal announced in the ilet. Symptoms included no reported clinical effects. Outcomes included continuation of insulin therapy after entering the fingerstick into the ilet and completion of a supply change with fresh tubing, with the user awaiting corrective insulin to return to range. Investigation included troubleshooting and education, including guided supply replacement and confirmation that dosing would continue. Investigation of this case revealed no device malfunction reported, with contributory factors plausibly including lack of cgm input for several hours and an expired infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.